Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 250 mg/dl and the cause was not known. Correction boluses were delivered. During troubleshooting with tandem technical support, an air bubble was observed and the customer primed the tubing to remove the air. The customer also reported that the lunch bolus was incorrect as only a 0.48 unit bolus was requested when a 3.5 bolus was needed. The customer declined further troubleshooting. Upon follow-up, bg was 270 mg/dl and reportedly, the customer changed the infusion set site.